Manufacturer narrative:
(B)(4). The device sample has been returned to the manufacturer; however, the investigation report has not been submitted at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: it was reported that the tip broke off from the shaft of the product. The patient's condition was reported as fine.